Manufacturer narrative:
Add'l info along with images of the event were requested. A review of the mfg records for the device is being conducted.

Event description:
On (B)(6), 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The physician deployed the contralateral leg component ((B)(4)) in location other than intended and partially covered the renal arteries. The physician unsuccessfully tried to move the device down. The renal arteries were still patent and the device was left in place. The pt tolerated the procedure.